Event description:
During a lavh procedure, the surgeon had tille to no hemostasis when coagulating the board and ip ligaments when the broad ligament was cut, bleeding occurred, requiring sutures. The ip ligaments also continued to bleed after being cut. Surgeon then decided to do the case as an open procedure. The next day pt required blood-doctor ordered an angiogram to check status of blood loss. Device discarded by the hosp.